Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer's trainer was setting up the pump, the bolus delivery setting was set to use insulin units instead of carbohydrates. The customer's blood glucose level was 103 mg/dl. Tandem technical support guided the customer through adjusting settings.